Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018. The stroke was hemorrhagic. It was unknown if changes to patient condition or anticoagulation status could have contributed. The patient had a CT scan performed. It was reported at onset, the patient had a headache, hemiplegia, right gaze preference, nausea and vomiting. Patient was treated with vitamin k and the patient was not a surgical candidate. It was unknown what details lead up to death. It was unknown if the death was considered to be device related. It was reported that the device operated as expected. The device will not be returned for evaluation.

Event description:
It was reported that the patient passed away due to stroke on 14jun2018. No autopsy was performed.